Event description:
Customer reported a high blood glucose reading of 489 mg/dl. She stated that she felt nauseous but treated with manual injection. Customer had also received no delivery and low reservoir alarms. Customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.